Manufacturer narrative:
No button error alarm was found during testing; however, the unit had unresponsive buttons due to a flattened (creased) dome switch. No unexpected numbers ramping/scrolling anomaly occurred during testing. The unit also had minor scratches on the lcd window, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, and a stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer stated that the back button doesn't seem to work, and that the button error alarm occurred when he was working on a car. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.